Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID 8596, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a catheter was occluded in the distal segment. A replacement was required. The patient was alive with no injury. The issue was resolved. The pump was infusing morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
The patient reported they had problems with the pump that was implanted on 2010-(B)(6). They had another surgery performed on 2014-(B)(6). The ¿line¿ came disconnected from their pump, which was leaking medicine from the pump into the muscle tissue. The catheter was crushed in three different places, it came unhooked from the morphine pump, and it was leaking their morphine out. The patient started noticing a problem a month before the catheter replacement surgery.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).